Event description:
A momentary power loss to the vibrator motor in the customer's device was reported, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted the user with information on resetting the pump, and the device was reset successfully without the malfunction recurring. The customer was advised to continue using the pump and to report any future issues if they arise.